Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic during a routine follow-up with inappropriate eri alert. During the device check, sudden drop in longevity was noted. Review of the alert showed a false eri. Clearing the alert and continue to monitor the patient was suggested. Later, the device was explanted and replaced. No further information is available.